Event description:
Screws were being advanced and heads broke off of two different 1.5x5 screws.======================manufacturer response for screws, (brand not provided) (per site reporter).======================picked up the broken heads.